Event description:
It was reported that the customer experienced a blank period of time within in the data of the software. The customer stated that this was the cause of a call to the paramedics and subsequently a hospitalization on (B)(6) 2014. The customer experienced low blood glucose levels of 33 mg/dl. Assisted customer with troubleshooting. Advised customer to upload to (B)(4) in order to view data. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.